Event description:
This is the first of twenty reports for the same dental office. There are no patient or incident details as the assistant did not want to pull all the charts. She however gave general information on the incidences. Spoke to assistant. She said they are having trouble with filings falling out. She said 15 to 20 patients had called within a day of their restorative appointments and complained their fillings had fallen out. She said they have them return to the office immediately and replace the fillings. She said they have 2 open boxes of ibond te, but all of the fillings that need replaced are coming from this box. She said they have replaced the fillings using the ibond te from the other box and the fillings are not falling out. She said they are afraid something is wrong with the ibond te in this one box. She said that this has all been going on over the last week or so and the dentists will not use the single doses from this box anymore and want a new box. She said that all the composites placed were a 3m composite material. She said that they have replaced all of the fillings from this box and that all of the patients are fine and they have not received any more complaints of fillings falling out.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it out of an abundance caution to be complaint with 21 cfr part 803. A ups label was sent to the office and a follow-up call has been made to retrieve the device, but the office thus far has been unresponsive. Method: this is the only complaint for debonding received on this device batch which has been in use for 28 months. Conclusions: the office did not use a rubber dam for isolation. They use cotton rolls and dry angles for isolation. The directions for use states, "the use of a rubber dam is recommended." The isolation method used by the office does not provide complete isolation from the oral environment during restorative procedures. There is still a potential for saliva, blood and water to contaminate the treatment area. Contamination of the treatment ara is known to cause bond failure. The complaint is not valid. It is for the aforementioned reasons that CAPA measures will not be recommended or initiated.